Event description:
Solicited communication. Pt reported they have been using the pumps from accredo and have not been using the pumps we sent with her first shipment. Pt stated when she turned on our pumps, where it's supposed to be green it's not showing up as green. " unknown if doctor's office was aware. No additional information to report at this time. Pump return tracking information is not available. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. Pumps serial numbers from (B)(6) that are not showing green: (B)(6). Maintenance due dates are 06/2025. No troubleshooting reported. Did the reported product fault occur while in use with the pt? Yes, did the product issue cause or contribute to pt or clinical injury? No; is the actual device available for investigation? Yes, upon pt return did. Did we replace device? Yes, did the pt have a backup device they were able to switch to? Yes, if yes, was the pt able to successfully continue their infusion? Yes, is the infusion life-sustaining? Yes, what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver. Ref report: mw5158900.